Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia repair. According to the reporter: the patient experienced an incisional hernia recurrence on (B)(6) 2013. The patient underwent surgical intervention. According to the principal investigator, there is a possible relationship to the device.